Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found an anomaly of battery/high resistance/lab failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding an implantable infusion pump infusing fentanyl (1500 mcg/ml at 890.4 mcg/day). The indications for use were noted to be non-malignant pain and degenerative disc disease. The device was returned to the manufacturer with no allegations against the device. No patient symptoms were reported. No further complications were reported.